Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drained at drain 5 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.

Event description:
The peritoneal dialysis (pd) patient called tech support regarding a m21-10 "invalid sensor reading" messsage in drain 3 of his treatment. Additionally, he stated that the cycler is making clicking noises during reboot process and was requesting a replacement cycler. During this call, he provided treatment data for (B)(6) 2013 showing a large drain 5 volume of 3965ml; data provided below: see scanned table. The reported large drain 5 volume exceeds the 180% drain criteria (drain volume/prescribed fill > 180% - 3965ml/2000ml= 198%) for a reportable device malfunction. A request for additional information has been made. This MDR includes all information provided to date.